Event description:
Vns patient passed away. Exact date and cause of death are unknown at this time. It was reported that the patient was receiving vns therapy at the time of death, but that the patient had not achieved efficacy with the vns therapy. There is no evidence at this time that the ncp system caused or contributed to the reported event. Autopsy results are pending.